Event description:
It was reported that the syringe clamps were sticking. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that syringe clamps were sticking. Review of event log found check syringe plunger error. Review of service history found no relevant repairs. Visual and functional testing was performed. Complaint was confirmed by testing the plunger. It is verified that the plunger levers are not properly moving. The left plunger case was repaired to address the complaint. Replaced the right plunger case because it was cracked. Post repair the pump passed all the testing and was fully operational.